Manufacturer narrative:
The insulin pump was received with detached and broken off end cap and missing the motor. However, the insulin pump powered up properly after battery installation; no blank display noted. The insulin pump had normal operating currents, no unexpected off no power, low battery, battery out limit or failed battery test alarms during our testing. Also, the insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and cracked case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on the battery and reservoir side of the pumps towards the bottom. The customer stated that a piece of the pump is fallen off. The customer stated that the pump fell and hit the floor hard. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.